Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed the cartridge to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was greater than 300 mg/dl.